Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed the earth leakage current test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event. An internal/external inspection was performed and revealed a pushed in power switch. A service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. Rite (returned instrument test evaluation) electrical testing was conducted and the device failed earth leakage testing. Rite functional testing was performed and failed due to the pushed in power switch. The cause of the reported issue was due to a pushed in power switch. The power switch bezel was replaced to resolve the reported problem. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.